Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Simulated use test of the received air gas module has reproduced the described customer issue with alarm for high continuous pressure. The failure was caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The received device logs confirm the reported problems. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirm the reported event.

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: 1915mcc1561.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for high continuous pressure. The patient involvement is unknown. (B)(4).